Event description:
Report received indicated that resistance was present when using the palmaz genesis stent delivery system (sds) and subsequently the stent slipped off the balloon. There were no anomalies noted during device preparation. The stent was not manipulated in any way during preparation. Angioplasty was being performed to the right iliac artery. The lesion was calcified. The physician predilated the target lesion with a (8mm x 4cm) synergy balloon. The palmaz genesis sds was inserted, however, encountered some resistance at the stenosis level, therefore, the sds system was pulled pack slightly. Subsequently, the genesis stent, without dilatation, slipped off the balloon remaining on the guidewire. A (3mm x 4 cm) balloon catheter was use to capture the stent by dilating the stent just a little and retrieving effectively thereafter. Satisfactory results ultimately were achieved and target lesion was stented. There was no adverse consequence to the patient.

Manufacturer narrative:
A review of the device history records associated with this final lot and subassembly lot 0409060410 presented no issues during the manufacturing process that can be related to the reported complaint, including stent retention values. This product has been returned for evaluation and testing, however, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.